Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a partial lead was returned measuring 9.1 cm of the connector portion. Visual examination found full-breached insulation degradation 4.6 - 4.7 cm from the connector pin. Electrical testing found no anomalies. No other anomalies were found aside from procedural damage. The cause of the insulation degradation was traced to component failure.

Event description:
This report is to advise of an event observed during analysis.